Event description:
It was reported that the right ventricle lead exhibited noise which caused pacing inhibition. The patient was pacemaker dependent. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.